Manufacturer narrative:
(B)(4). The lot number was unknown. Investigation summary: the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This file is a review of the following journal article: jiménez-martín, a., et al (2013) slap lesions: clinical experience of 63 cases. Sa orthopaedic journal, vol. 12, pages 32-37 (spain). The study emphasizes on the review of the superior labrum anterior and posterior injuries or slap injuries and to value clinical and working final results after its treatment. The patients evaluated on course of this study: 63 patients. The article describes the following procedure: shoulder repair the devices involved were: unknown bioknotless anchor complications described: we observed that implants moved in 15.2% of cases. Seven cases required a second operation.